Manufacturer narrative:
The correct brand name is st200 gmp sterilizer. The correct catalog number is 10217 the correct serial number is (B)(4). A field service engineer was dispatched to customer site. The vacuum pump was replaced to resolve the haze and odor issues. Unit meets specifications and was returned to service on 08/09/2016.

Event description:
A customer reported an event of a "oil mist" (haze) emitting from the sterrad 200 sterilizer. There was no report of any injuries or human reactions. The customer confirmed the unit has been turned off. An asp field service engineer was dispatched to assess the unit onsite. While onsite servicing the sterrad 200 sterilizer, an asp field service engineer (fse) determined the reported haze issue was an odor emitting from the unit. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned for evaluation. A visual inspection was completed and confirmed the pump was broken. The reason for the return is confirmed. The assignable cause for the haze/mist/vapor issue could not be determined as the fse did not encounter the issue while onsite. The assignable cause of the odor/smells issue is the vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® 200gmp was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.